Manufacturer narrative:
No root cause could be determined. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device would not provide voice prompts after opening the lid. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker observed that the on/off button was defective and the device would not power on. The device cannot be repaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide voice prompts after opening the lid. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.